Manufacturer narrative:
Product analysis the device was received with the external slider and graft cover in the home position, the stent graft had not been deployed. A kink was evident to the distal graft cover. The sideport extension had separated prior to receipt of the device and was received alongside. The thread-to-barb adaptor and sideport extension appeared shorn through. It was not possible to flush the graft cover due to the detached sideport. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valinate stent grafts vamf3228c150te <(>&<)> vamc2828c100te were implanted during the endovascular treatment of a thoracic dissection. It was reported 3 months later that intervention was performed for the treatment of a sine. During the intervention vamc3228c150te was intended to be implanted however during prior to implanting the device failed to flush at the side port. Saline flushed though the body but stopped at the tip, and back flow was noted from the center port at the back of the device. No blockage was observed. The device issue was discovered before implantation and was replaced with another size another size (vamc2828c150te) to continue the procedure. Per the physician the cause was device related. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that the physician first noted the sine on CT imaging on 2 months prior to the intervention procedure. The imaging was reviewed by a planning team and no sine was reported on their review. The physician suspected that the sine involved the distal segment of vamc2828c100te stent graft and it is believed that the cause might be due insufficient sealing as well as challenging anatomy, including a mycotic vessel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.